Event description:
This complaint is to report major quality issues with the dexcom g7 continuous glucose monitor. I live with type 1 diabetes and have been using dexcom g7 cgms (continuous glucose monitors) since (B)(6) 2023 to monitor my blood glucose levels and to guide my insulin dosing decisions. The device also provides me with alerts on my phone if my blood sugar is going too low or too high to help me avert potentially life threatening situations. Over the past 4-5 months, however, I have been experiencing numerous issues with the performance of these devices. First off, the glucose readings are often very inaccurate. I have had numerous situations where the sensor is sending critical alerts to my phone telling me that my blood sugar is between 40 and 50 mg/dl, but when I double checked with a traditional blood glucose meter using a finger prick it showed that my glucose is 50-60 points higher than that. There is a way to calibrate the dexcom g7 to help it provide more accurate readings, however these calibrations rarely every work. These false low blood glucose alarms are not only a big inconvenience, but can cause diabetic patients like myself to consume rapid acting carbohydrates unnecessarily since we may think our levels are actually low, resulting in rebound high blood sugar and now actually creating a real problem. Additionally, dexcom advertises the g7 as a 10-day wearable sensor, however over the past 2 months only 1 of my sensors have lasted me the full 10 days and the rest have went 5 days or less, which is an unacceptable defect rate. Some of these sensors have the issues with false low glucose readings as I described above, but more commonly the sensors produce very erratic readings with no clear trend in glucose levels, making it very hard for my to accurately dose my insulin for meals. The sensors also tend to start going in an out of an error state in which it skips readings that are normally supposed to come in every 5 minutes. I have had sensors where I only get around 5 readings an hour when I should be getting a total of 12, and these 5 readings more often than not tend to be very inaccurate when compared with a blood glucose meter. The company is good about shipping replacement sensors for ones that do not last a full 10 days, however, I have been repeatedly urging to their customer support team that having the replace sensors at such a high rate in my case should make it blatantly obvious that there are issues with the overall quality of the product. Their support team doesn't seem to care much and that's why I'm filing this complaint directly with the FDA. I use the dexcom g7 as instructed and follow all the directions for applying the sensor onto my body and using the included overpatch adhesive. I also don't take any substances such as tylenol and vitamin c that are known to make the sensor readings inaccurate. Overall, the quality of the dexcom g7 is very poor and the failure rate of the sensors to where they have to be removed very prematurely to the advertised wear length of 10 days is completely unacceptable. My experience with this device has been absolutely terrible and I would like the FDA to investigate dexcom's manufacturing process for these sensors more because it seems like it is subpar. Reference report: mw5149838.